Manufacturer narrative:
Bottle 5 (ethanol) was removed from the instrument at 08:27am on (B)(4) 2014, for sufficient time to complete manual replacement of the reagent, and the properties of the corresponding reagent station were rest. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. However, info provided by the lab indicated that prior to commencement of the two (2) processing protocols from which sub-optimal tissue processing was reported, a user had replaced the reagent in bottle 5 with 7% ethanol and set the concentration to 100% in error. Bottle 5 (ethanol) was then used for the final dehydration step of the two (2) protocols from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in subsequent processing steps ultimately resulting in sub-optimal processing. The root cause for the sub-optimal tissue processing reported was a user error, which occurred during the replacement of ethanol in bottle 5 and completed prior to commencement of the two protocols from which sub-optimal tissue processing was reported.

Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing from two (2) processing runs. Info provided to a leica application specialist/trainer by the complainant indicated that a use error which occurred during manual replacement of a regent prior to commencement of the affected processing runs, resulted in a reagent bottle containing 70% ethanol being set as 100% ethanol in error. The complainant advised that specimens from the two (2) processing run completed following this incorrect user action were noted to be under-processed embedding. On (B)(6) 2014, the leica application specialist/trainer contacted the lab to obtain further specific info regarding the circumstances involved in this complaint. The lab advised that bottle 5 had contained 70% ethanol when the ethanol concentration calculated by the instrument software was. On (B)(6) 2014, leica biosystems received info that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.